Event description:
It was reported that the home patient (hp) had a high drain 108 alarm on the homechoice (hc) during drain 8 of 8, while the hp was connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp could not clear the alarm off of the display after disconnecting. Technical service representative (tsr) had the hp cycle the power. The tsr checked the programing and explained the high drain alarm and possible caused to the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device passed both electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was found to be working to specifications. Multiple short simulated therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.